Manufacturer narrative:
Findings: button error alarm due to moisture damage keypad traces. Moisture damage found on lcd board. Pump received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump was exposed to moisture after the customer urinated in their bed. The customer treated their blood glucose levels with a bolus. The customer had a blood glucose level was 318 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.